Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states that the seat and lid slide on the frame and pop off.